Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer failed with a row of pockets and not detected on the bus. A field service engineer (fse) removed the drawer from the station and inspected the rear components. All cable connections were reset then reinstalled the drawer and reconnected the pyxibus cable. The station was restarted and functionality was tested successfully. Fse also discussed pocket exchange with the customer and provided the customer consumable guide. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.